Event description:
It was reported that the rotation switch was not working on the back of the gantry causing the c-arm to rotate on its own. No injury reported. A field engineer was dispatched to the site and determined the switch was sticking and needed to be replaced. Once this was completed the system was working as intended.